Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with mechanical back pain and radiculopathy and was noted to have isthmic spondylolisthesis l5 and severe degenerative disc disease with segmental instability, l4-l5 with radiculopathy and mechanical back pain. It was reported that the following procedures were performed- posterolateral fusion l4-l5 and l5-s1, posterior segmental spinal instrumentation using zodiac instrumentation l4-l5 and l5-s1, transforaminal interbody fusion through a left sided approach, l4 on l5, interbody instrumentation using cage l4-l5, and autologous local bone grafting augmented with bmp and demineralized bony matrix. Local bone was placed in the gutters, spanning the transverse process of l4, l5, and the sacrum bilaterally augmented with infuse and demineralized bony matrix in the form of osteofil. It was reported that the patient's post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: isthmic spondylolisthesis ls-s1, severe degenerative disc disease at l4-l5 with bilateral severe foraminal stenosis, worse on the left than on the right.